Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Constant downstream occlusion was confirmed and was caused by a failed downstream sensor/pusher. The failed downstream sensor/pusher was replaced.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. It was also reported that there was no patient injury.